Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the skin was itching under the electrodes. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported removing the device from time to time to allow the irritation to heal. The patient's doctor suggested the patient use a lotion when wearing the device. Follow up indicated the irritation improved.